Event description:
Boston scientific received additional information that this device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted and will be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
With current information, the device remains in service and will be explanted and replaced in the near future. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that the physician alleged that this implantable cardioverter defibrillator (ICD) may have reached elective replacement indicator (eri) early due to premature battery depletion. Long charge times were also observed on the device. With, current information, the device remains in service and no adverse patient effects were reported.